Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Kayal, 2020, endosonography-guided transmural drainage of pancreatic fluid collections: comparative outcomes by stent type. Endosonography-guided pfc drainage performed using plastic stents (ps). For patients treated with ps, one or two 7¿9 cm (length) × 10 fr (luminal caliber) zimmon biliary stents (cook medical, winston-salem, USA) were inserted over guidewire(s) under fluoroscopic guidance. A total of 58 patients were endosonographically treated for pfc from april 2010 to may 2019, 12 of these patients were treated with the zimmon biliary stents, this complaint will capture 12 cases of off-label use of a zimmon biliary device to treat pancreatitis which included the following outcomes: 1 case of migration. 2 cases of perforation. 2 cases of pain.

Manufacturer narrative:
Device evaluation: 1 x zimmon biliary stent device of unknown rpn and of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the attached journal article, ¿endosonography-guided transmural drainage of pancreatic fluid collections: comparative outcomes by stent type¿. Document review: as the rpn and lot number of the plastic stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zimmon biliary stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. In this journal, a total of 58 patients were endosonographically treated for pfc (pancreatic fluid collection). Off-label usage was identified in 12 cases of the use of a zimmon biliary device to treat pancreatitis leading to the following outcomes: - 1 case of migration, - 2 cases of perforation, - 2 cases of pain. It may be noted that the instructions for use (ifu0045) that accompany the device states: this device is used to drain obstructed biliary ducts. Do not use this device for any purpose other than stated intended use. There is evidence from the journal to state that the user didn¿t follow the instructions for use. Root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use it may lead to outcomes that were never intended to happen and were never studied. Zimmon biliary stent placement to treat pancreatitis is not an intended use of the device as per the IFU and is considered off-label. Summary: the complaint is confirmed based on customer testimony. According to the information reported in the journal, 2 patients experienced perforation, 1 experienced migration and 2 experienced pain requiring medical intervention. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.